Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Thrombosis is listed in the xience prime, xience prime small vessel (sv) and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 04 feb 2011, the patient presented with a non st elevated myocardial infarction. A 3.0 x 15 mm xience prime stent was implanted in a circumflex artery. On 08 feb 2016, in-stent thrombosis was observed and thrombus aspiration was performed and balloon angioplasty was performed with a 3.0 x 15 mm non-abbott balloon catheter. There was no clinically significant delay in the procedure. No additional information was provided.